Manufacturer narrative:
Investigation results the ipg was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review a labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient received an end of service message on the remote control and experienced a loss of stimulation coverage. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two days ago.

Event description:
It was reported that the patient received an end of service message on the remote control and experienced a loss of stimulation coverage. The patient underwent an implantable pulse generator (ipg) explant procedure.